Event description:
It was reported that the aseptic housing fractured and detached from the top housing to the aseptic bottom housing where battery is placed during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housings disassembled, was not confirmed as the battery housings were not returned for evaluation. Based on a review of the risk documents and previous investigations with similar failures, the most likely cause of the battery housing becoming detached is improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant. Device is scrapped by the customer.